Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of jucqf032 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jucqf032) have been reported from the same facility.

Event description:
It was reported that this facility used 3 statlocks that "didn't have very good adhesive." No patient injury reported. This file addresses the second of the three devices.